Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the ultraflex tracheobronchial stent was received for analysis, but the delivery system was not returned. A visual examination of the returned stent found that it was deployed and fully expanded. No other issues were noted with the stent. Product analysis did not confirm the reported device malfunction of stent partially deployed. The investigation concluded that the reported failure cannot be confirmed as the stent was returned fully deployed without the delivery system. Additionally, the device met all the manufacturing requirements, and it passed the visual inspection during the product analysis. Therefore, review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on january 5, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main trachea to treat a severe stenosis due to a malignant tumor during a stent implantation procedure performed on (B)(6) 2022. The patient's anatomy was relatively narrow and was dilated prior to stent placement. The patient was reportedly in a critical condition and his blood oxygen saturation was low. During the procedure, the ultraflex tracheobronchial covered stent was unable to be deployed despite several consecutive attempts of pulling the finger ring. The ultraflex tracheobronchial covered stent was removed from the patient partially covered by the black stent deployment suture and the procedure was completed with an 18 x 60 mm ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main trachea to treat a severe stenosis due to a malignant tumor during a stent implantation procedure performed on (B)(6) 2022. The patient's anatomy was relatively narrow and was dilated prior to stent placement. The patient was reportedly in a critical condition and his blood oxygen saturation was low. During the procedure, the ultraflex tracheobronchial covered stent was unable to be deployed despite several consecutive attempts of pulling the finger ring. The ultraflex tracheobronchial covered stent was removed from the patient partially covered by the black stent deployment suture and the procedure was completed with an 18 x 60 mm ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).